Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was not communicating the correct amount of insulin to the device. Customer's blood glucose was 20 mg/dl. Customer reported the device would alert a high alert then bolus, and caused the customer's blood glucose to drop. After troubleshooting, customer will not be returning the device for analysis.